Event description:
It was reported that there was a connection issue between the homechoice cassette and the transfer set; further described as ¿difficulty in disconnecting the valve with detachment which did not allow the line to be closed properly, leaving it attached to the cassette connection line." This was observed while disconnecting from peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.